Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) automatic inflation failed. There was no personal injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse replaced the drive manifold. The unit passed all functional and safety tests and was returned to customer.